Manufacturer narrative:
The taka suction tube was returned to the supplier for evaluation. Evaluation results determined that excessive force was applied to the device. When the user applied excessive force at the connection of the tube and the handle, it caused the device to break as stated in the reported event. Steris performed in-service training on the proper use and operation of the taka suction tube, specifically the importance of not bending or applying excessive force while in use. The instructions for use states, "avoid mechanical shock or overstressing the devices." "Prior to use, inspect devices to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage." The device history record was reviewed and confirmed the lot was manufactured according to specification; no abnormalities were noted. No additional issues have been reported.

Manufacturer narrative:
The device subject of the event was returned for evaluation. The investigation is in progress pending the evaluation results. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported via user facility medwatch report (mw5160245) that during a patient procedure their taka suction tube "broke while in use, all pieces retrieved." No report of injury.